Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and experienced acute pain. The patient fell on (B)(6) 2013 on an airplane and symptoms started after the fall. It was noted, the patient was hurting and their spine was black and blue. The patient banged the back of their head when they fell. The patient had seen the health care professional (hcp) and had been receiving injections for pain. Hcp stopped these injections due to them not being helpful and the injections had gotten more and more painful. The injections had been making the patient really sick. Pain in tailbone and legs got progressively worse. It was noted, the patient¿s legs were ¿like jelly.¿ the patient had a walker. It was noted, patient was taking medicine to help with the pain. The patient went to the emergency room a week prior to this report. Hcp took x-rays of the patient¿s spine and did not see anything broken. The patient had a bad sprain in their back. It was noted, the patient felt a tingle in their left leg which indicated the stimulation was on. The patient was able to increase stimulation for right leg to 3.50 volts but the left leg stimulation stayed at 0.0 volts and would not go higher. The patient was then able to increase both program one and two. The patient had been pressing decrease button instead of increase. It was noted stimulation was working more comfortably and patient thought they might be able to stop oral medication now. Additional information requested but had not been received as of the date of this report.